Manufacturer narrative:
During the laboratory evaluation, the complaint effects were able to be duplicated. Channel 5 was shown to be inoperative by attaching a labuse temperature module on the channel. When powered on, the temperature module did not boot up as expected. The module worked on other channels on the network interface card (nic) board. Visual inspection shows evidence of foreign matter and solder splash. It is unknown how this condition came to be on the board. Comparison of resistance measurements between the customer board and lab board show relatively consistent readings across most affected components. Capacitor (c) 503 shows inconsistent readings when compared to the lab-use board. The customer board shows high resistance whilst the lab use board shows roughly 350 ohms resistance across the capacitor. There is evidence of contamination across c503, but this was not determined to be a contributing factor to the device¿s failure, as the contamination may cause a short across the component, but the resistance read across the capacitor was much higher than the resistance of the lab use board. Issue will be categorized as component failure due to the capacitor readings being very different than the lab use board. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The perfusionist (ccp) pulled the temperature module out (disconnected the module) and reinserted it but this didn't solve the problem. The ccp then rebooted the system-1, this didn't solve the problem. Then the ccp moved the temperature probe to another module which solved the problem. The field service representative (fsr) verified the complaint. The center serial port on network interface card (nic) pod assembly on right side of base is not communicating with any module that is inserted into that slot. The fsr replaced the nic board and performed preventive maintenance (pm) of the device. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that the temperature module was troublesome. It shows question marks (?) On the screen and the light goes amber to red, then off and back to amber; then starts the process over again. The device was not changed out as they plugged the temperature probe into another temperature module. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.